Event description:
It was reported that guidewire fracture occurred. A 190cm, straight-tip fighter guidewire was selected for use. However, upon unpacking, the guidewire bent and the guidewire tip fractured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that guide wire fracture occurred. A 190cm, straight-tip fighter guide wire was selected for use. However, upon unpacking, the guide wire bent and the guide wire tip fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: a kink at about 2mm and a kink 10mm from the distal tip were observed through examination of the returned product.